Event description:
It was reported, the customer was hospitalized for diabetic ketoacidosis and was on an insulin drip. Troubleshooting was performed on the insulin pump and insulin exited and all settings and histories were accurate.

Manufacturer narrative:
Analysis revealed unit alarmed. No delivery outside spec range on occlusion test.